Event description:
It was reported that a bd¿ syringe ll w/o dn had white plastic inside the syringe. The following information was provided by the initial reporter: "on (B)(6) 2019, the reporter contacted regeneron pharmaceuticals medical information via phone to request for a replacement of one vial of eylea. The reporter stated there was 'plastic" inside the syringe. Medical information asked for additional details. The reporter stated there was "white plastic" floating around on the inside of the syringe, inside the solution. The reporter stated it may have come off the plunger but she does not know. The reporter confirmed no adverse event or missed dose. The reporter requested replacement of the product. The product is available for retrieval and the reporter was instructed to retain the product for future retrieval. ¿

Manufacturer narrative:
Investigation: one photo was received and evaluated. The photo depicted a partially filled 1ml ll syringe. A piece of white foreign matter was observed resting on the stopper surface in the fluid path. The foreign matter could not be readily identified from the one photo received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the assembly process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe ll w/o dn had white plastic inside the syringe. The following information was provided by the initial reporter: "on (B)(6) 2019, the reporter contacted (B)(6) information via phone to request for a replacement of one vial of eylea. The reporter stated there was 'plastic" inside the syringe. Medical information asked for additional details. The reporter stated there was "white plastic" floating around on the inside of the syringe, inside the solution. The reporter stated it may have come off the plunger but she does not know. The reporter confirmed no adverse event or missed dose. The reporter requested replacement of the product. The product is available for retrieval and the reporter was instructed to retain the product for future retrieval.¿